Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon reported that the device was encased in bone and therefore was not explanted. The recipient only had the electrode array and positioner removed. A review of the device history record was completed and no anomalies were noted. The recipient healed following surgery. This is the final report.

Event description:
The recipient reportedly elected explant surgery due to device non-use. The recipient's device was explanted.